Event description:
It was reported that an unspecified malfunction alarm occurred. Customer experienced diabetic ketoacidosis and blood glucose (bg) that was high, however a specific value was not provided. Customer administered manual injections to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.